Manufacturer narrative:
Additional review of this event revealed that this was previously reported under boston scientific reference number (B)(4); 2124215-2021-30131 for any further information, including device analysis results, please see the reports listed under those reference numbers. H3 other text : 2124215-2021-30131

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last month. On (B)(6) 2021 the battery longevity showed 1 year to explant, on (B)(6) 2021 the battery longevity was at 11 months to explant, and on (B)(6) 2021 the battery longevity was at 10 months to explant. Data analysis was performed, and boston scientific technical services confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. Additionally, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last month. On (B)(6) 2021 the battery longevity showed 1 year to explant, on (B)(6) 2021 the battery longevity was at 11 months to explant, and on (B)(6) 2021 the battery longevity was at 10 months to explant. Data analysis was performed, and boston scientific technical services confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. Additionally, this device was explanted and replaced. No additional adverse patient effects were reported.